Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillator test failed. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted by onsite support, the reported problem was confirmed and determined to be caused by the defibrillator capacitor assy. The defibrillator capacitor assy. Was replaced and the device was returned to full functionality. The device remains in use at the customer's facility. No further action is warranted at this time.